Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 9.0-10.0cm and 9.3-9.4cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion was noted at 5.3-6.1 and 12.3-13.1cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. External insulation abrasion was noted at 5.6-5.9cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.